Event description:
Event description cpi received information that during a routine follow-up appointment the physician was unable to interrogate the ICD. No tones could be obtained with a magnet application.